Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging that the pump appeared to be locking on its own. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up # 1 date of submission 2/06/2017 device evaluation: the device has been returned and evaluated by product analysis on 1/10/2017 with the following findings: a review of the pump showed evidence of manual pump suspends. The pump successfully completed a rewind, load, and prime sequence. The pump was exercised for 24 hours with no issues occurring. There were no locking or suspension issues duplicated. During visual inspection of the pump, it was observed that the keypad was intact; all the buttons were responsive during the investigation. The initial complaint about the pump locking on its own was not duplicated during investigation. Unrelated to the initial complaint, there was corrosion observed inside the battery compartment. A leak test was performed and passed therefore there were no leaks in the pump. The pump cover was removed and no further evidence of moisture damage was found. (B)(4).